Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia with a peak blood glucose of 447 mg/dl associated with the ilet system while using an inset 23" 6 mm infusion set and dexcom g7; the caregiver reported persistent high glucose despite a site change, a period of running out of insulin during sleep, and later difficulty visualizing insulin drops through new tubing, after which a full supply change and contact with the healthcare provider were advised and troubleshooting and education were provided. Symptoms included fatigue. Outcomes included continued device use without hospitalization or professional medical intervention beyond customer support coaching. Investigation included review of device data and guided troubleshooting, including cartridge refill, connector adapter replacement, and infusion set and tubing checks. Investigation of this case revealed hyperglycemia with unclear etiology, with contributing factors potentially including missed meal intake after insulin announcement, interrupted insulin delivery from running out of insulin, and possible infusion set or tubing flow issue, though device data showed insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.